Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. (B) (6) clinic reported an incident to us on (B) (6) 2009 where the gantry and table collided while a patient was on the table for treatment. Root cause is currently being investigated, initial assessment indicates user error. Final investigation is pending. There is no report of any injury or mistreatment. Risk analysis is complete.

Manufacturer narrative:
Risk analysis indicates: severity: 3 (critical). Reason: in worst case and serious injury may result when the gantry hits the patient. Probability: c (remote). Reason: probably will not occur because it is clinical use and required from user that the patient has to observe during movement of the system. There was no injury reported. Initial investigation indicates user error. User fails to assure sufficient clearance between machine and patient for an a/s treatment, and this leads to a collision. Caused as a result of user error. This is addressed in user documentation: system owner manual; t2-000.629.21; digital linear accelerator operator; guide t2-000.620.21; digital linear accelerator operator manual t2-000.621.21). Although this could affect all linacs, no other products are concerned.